Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on circuit board of scope-connector, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flickering image during a diagnostic upper gastrointestinal examination procedure. The procedure was completed with the same device. There were no reports of patient harm.